Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during esophagectomy/colon interposition, while using the device for neck anastomosis, it was noticed that shaft of the anvil side(below the grasping notch of with slit) was bent when anvil and center rod was connected when trying to close it. Before insertion of the anvil, it came off. A new device was re-connected but the shaft of the anvil side was still bent. It was corrected with hand(manually), then connected it with the center rod. This time the shaft of the anvil was stored on the main body side, so they performed firing and anastomoses.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A retainer leg of the anvil was bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed anvil damage may occur if the anvil is manipulated with excessive force during the attachment to the instrument, or if the anvil is mishandled during the removal of fitting accessories. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during esophagectomy/colon interposition, while using the device for neck anastomosis, it was noticed that shaft of the anvil side(below the grasping notch of with slit)was bent. When anvil and center rod was connected and trying to close it before insertion of the anvil,it came off. A new device was re-connected but the shaft of the anvil side was still bent. It was corrected with hand(manually),then connected it with the center rod. This time the shaft of the anvil was stored on the main body side, so they performed firing and anastomoses. There was no patient injury.